Manufacturer narrative:
Refers to the main device, other components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
Information was received from a consumer via a manufacturer's represenative regarding a patient who was receiving 2000 mcg/ml of lio resal at 900 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient was experiencing withdrawal symptoms and was admitted to the hospital. The patient's catheter was found to be fractured at the spinal piece via a dye study. The patient's healthcare provider, used the connecting pin to reattach the catheter pieces together. The system was left implanted and remains in service. It was unknown what, if any, environmental/external/patient factors may have led or contributed to the issue. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.